Event description:
Legal counsel for patient reported patient underwent right total hip arthroplasty on (B)(6) 2006 and a revision procedure on (B)(6) 2013 due to patient allegations of pain, swelling, inflammation, damage to surrounding bone and tissue, lack of mobility, loss of range of motion, and dysfunction. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "loosening or migration of implants may occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity. "

Event description:
Legal counsel for patient reported patient underwent right total hip arthroplasty on (B)(6) 2006 and a revision procedure on (B)(6) 2013 due to patient allegations of pain, swelling, inflammation, damage to surrounding bone and tissue, lack of mobility, loss of range of motion, and dysfunction. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Operative report noted patient underwent a right hip revision on (B)(6) 2006 due to pain, subluxation and the acetabular cup migration. Operative report noted the presence of milky fluid consistent with metal-on-metal wear debris, soft tissue destruction, a loose acetabular cup, and corrosion at the trunnion. The modular head and acetabular cup were removed and replaced with a competitor's cup and a biomet head.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 6 states, ¿inadequate range of motion due to improper selection or positioning of components.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ this report is number 1 of 2 mdrs filed for the same event (reference 1825034-2014-04511 / 04512).

Manufacturer narrative:
Corrected data: event description.

Event description:
Legal counsel for patient reported patient underwent right total hip arthroplasty on (B)(6) 2006 and a revision procedure on (B)(6) 2013 due to patient allegations of pain, swelling, inflammation, damage to surrounding bone and tissue, lack of mobility, loss of range of motion, and dysfunction. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in revision operative notes indicates the right hip revision on (B)(6) 2013 was performed due to pain, subluxation and the acetabular cup migration. Operative report noted the presence of milky fluid consistent with metal-on-metal wear debris, soft tissue destruction, a loose acetabular cup, and corrosion at the trunnion. The modular head and acetabular cup were removed and replaced with a competitor's cup and a biomet head.